Event description:
Perforation of aortic annulus during transcatheter aortic valve replacement. Perforation occurred during deployment of the transcatheter aortic heart valve in the aortic annulus. The device was a 26 mm edwards sapien s3 transcatheter heart valve. FDA safety report ID# (B)(4).